Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc evaluated quality control (qc) data which indicated imprecision. Ccc auto-aligned server 1 probe and performed service method testing (smt) on server 1. The smt data showed an alignment issue of sample probe 1(s1), reagent probe 1(r1) and reagent probe 2 (r2). Ccc also ran r1 mix, which was out of range. Ccc checked and aligned r1 and s1. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the mixer and found the bottom of probe holder was broken. The cse replaced the printed circuit board (pcb), and cable, and auto aligned. The cse performed a quick check, mix test and alignment test, which passed. The cse ran qc, which was within range. The cause of the discordant, falsely depressed glu result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed glucose (glu) result was obtained upon auto-repeat on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was originally tested on the same instrument, resulting higher. The sample was repeated on an alternate instrument, resulting higher than auto-repeat result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glu result.